Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery the probe did not cauterize. The surgery was completed after changing the product. Patient harm was not reported.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, the manufacturing documentation was not reviewed. The concerned instrument was not returned to the investigation site for evaluation. Therefore, no further assessment is possible and the investigation is concluded without identifying the root cause. A sample was not received at the investigation site and not enough information was provided for further investigation. Therefore, the root cause for the customer complaint issue cannot be determined conclusively. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).